Manufacturer narrative:
UDI: gtin not available. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bracing for cervical fracture. Rep was called to the (B)(6) hospital by the num of g2 to look at a patient injured wearing our bremer classic ii vest. The patient had developed a large (grade 3) pressure area under his vest. The wound appeared to be under a join where the metal frame attaches to the plastic part of the vest anteriorly on the lower left side. There was a lining attached to the vest covering this join. The patient was very elderly and thin, and the wound was also over a bony structure, l lower rib anteriorly. The vest was removed and the pressure area is being managed. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.